Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead in segments returned.

Event description:
It was reported the lead was explanted and replaced due to a "product performance problem." No patient complications were reported as a result of this event. Follow-up attempts for additional information were unsuccessful.